Event description:
Several of these devices have been noted to be leaking co2 when used for laparoscopic surgery. Per a medtronic/covidien general surgical products account manager, we are the only client to report this issue.